Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was being used to deliver 540ml of an unspecified concentration of etoposide. The tubing set was connected to an unspecified adapter. Approx 15 to 20 minutes after the delivery was started, the customer contact noted the option-lok male adapter cracked and "a small amount" of chemo leaked. The chemo spill was cleaned up according to the hospital's protocol. The solution container and the tubing set were replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. This report represents all the info known by the reporter upon query by hospira personnel.